Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
No patient involved . Red status indicator flashing and low battery warning with pad-pak expiry oct 2019.

Event description:
No patient involved . Red status indicator flashing and low battery warning with pad-pak expiriration october 2019.

Manufacturer narrative:
A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed on the 7th october 2015 and performed to specification up to the 24th december 2017. On the 31st december 2017, the device failed the weekly auto self-test due to a low battery. Information from the history log shows a significant decrease in voltage from the previous successful self-test. The user would have been alerted with a ¿warning, low battery, device service required¿ prompt and a flashing red status led. An additional low battery fail was recorded on the 30th january 2018.on the 31st january 2018, information from the history log shows an increase in voltage and the device was power cycled passing a self-test. On the 4th february 2018, the device failed the weekly auto self-test due to a low battery. Information from the history log shows a significant decrease in voltage from the previous successful self-test. An additional low battery fail was recorded on the 5th february 2018. No further log entries were recorded prior to receipt at heartsinethe returned pad-pak was measured and found to be depleted. This had resulted in the returned sam pad device to give a ¿warning, low battery, device service required¿ prompt, as per the reported fault, despite a pad-pak expiry of march 2019. The pad-pak was disassembled and the voltage of the battery cells measured individually at a level comparable with the pad-pak expiry. The pad-pak fuse was then measured and found to have blown. The pad-pak fuse was replaced and the pad-pak voltage then measured consistent with the pad-pak expiry. The returned sam pad device performed to specification throughout testing at heartsine. The device successfully passed a self-test with the returned pad-pak installed when the fuse was replaced, and recorded a voltage consistent with use with the device. This would confirm a non-conforming fuse within the pad-pak had resulted in an additional load being applied across the cells causing the premature low battery warnings, prior to the fuse blowing completely during the investigation. The user was alerted with a ¿warning low battery device service required prompt¿ along with a flashing red status led and a failure chirp. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.